Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while on a patient, an 840 ventilator generated a loss of communication diagnostic message. The patient was not harmed or injured as a result of the reported event. The service engineer (se) inspected the device. The se downloaded the software onto the customer purchased breath delivery central processing unit (cpu) and performed extended self-testing on the device and all tests passed.